Event description:
It was reported that during a laparoscopic low anterior resection, the washer was not able to be cut though the trigger was grasped. When the device was removed, it was found that the unformed staples were protruded. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did the device cut? --- no. If the device cut, was the cut line fully circumferential around the target tissue? --- na. The unformed staples that were protruded were they protruding from the tissue or from the device after it was fired? --- probably from the device. If the device stapled, were there staples missing from the staple line? --- na. What confirmation was received that the device fully fired? --- no information.